Event description:
The pt reportedly experienced sound quality issues with his implant. External equipment was exchanged; however the problem was not resolved. The pt was seen by a company representative for device evaluation. Testing performed revealed shorts in the electrode array and an out of range impedances on one electrode. Surgery to explant the pt's device has been scheduled.